Event description:
The physician reported two valves were implanted on two separate patients. Thirty days after implantation, the valves could not regulate the cerebrospinal fluid. He removed the valves and catheters for testing. The catheters were found to be functional. He tested the valves in vitro where he noticed that the valves let the water flow under the pressure of 100mm h2o. The medium pressure valve pressure range is 51 to 110mm h2o. Moreover, he claims that the anti-siphoning devices block easily under the external pressure of the skin.